Event description:
It was reported that the devices were used during a laparoscopic hand assisted colon resection, the discs broke. Another device was opened to complete the case with no patient consequences.